Event description:
It was reported that patient presented in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made. Patient condition was stable.